Event description:
The pull wire broke on the ipsilateral side preventing ability to deploy the ipsi attachment system. A retroperitoneal incision was performed in order to remove ipsi attachment system and sew the graft of the native vessel. Patient was reported as being in good condition upon leaving the operating room and was released from the hospital on 03/10/00.